Event description:
Ligasure advance being used during surgery; noted by staff that the insulation at the jaws was bunched up, broken, and not adhering to the device. Device removed from patient and sent to be cleaned. It failed to properly seal the bleeding tissue.